Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary x-ray review: four post-op x-ray pictures were received for review. Three x-ray pictures show the complained unknown end cap rafn to be firmly attached into the nail. The fourth x-ray shows that the unknown end cap rafn has migrated from the nail as there is a visible gap. The complaint therefore is confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
4/18/2019 update: device report from south korea reports an event as follows: it was reported that the patient underwent femur shaft fracture surgery with the expert retrograde/antegrade femoral nail (rafn) on (B)(6) 2019. Weeks after the surgery, it was found out the rafn end cap pulled out. An x-ray was taken on (B)(6) 2019, and confirmed that the end cap pulled out. It was further reported that the second surgery was performed on march 18, 2019 to put the end cap to the nail again. Procedure and patient outcome are unknown. Concomitant device reported: unknown rafn nail (part# unknown, lot# unknown, quantity# 1). Unknown screws(part# unknown, lot# unknown, quantity# 4) . This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: exact date of postoperative end cap pull out is unknown. Additional device product code: hwc. PMA/510k: the incorrect PMA/510k date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The endcap which was fixed during revision surgery on (B)(6) 2019, pulled out again. This reported incident is captured in related complaint (B)(4). This report is for one (1) 12mm ti end cap t40 stardrive 5mm ext for femoral nails-ex

Manufacturer narrative:
Patient ID also reported as (B)(6). This report is for an unknown 5mm rafn end cap/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported patient underwent surgery using an expert retrograde/antegrade femoral nail (rafn) for a femur shaft fracture on an unknown date. An x-ray taken on (B)(6) 2019, confirmed that the 5mm rafn end cap had pulled out, weeks after the initial surgery. It is unknown if a revision surgery has been performed. Patient status is unknown. Concomitant devices: rafn nail (part: unknown, lot: unknown, quantity: 1), screws (part: unknown, lot: unknown, quantity: 4). This report is for an unknown rafn end cap. This is report 1 of 1 for (B)(4).